Event description:
Customer reported twenty-seven (27) false positive results with the binaxnow covid-19 ag card on multiple dates in feburary on kitted nasal swabs. This report is for patient eleven (11) of twenty-seven (27) and lot 171657 (total quantity 10). Patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Confirmation pcr nasal sample was collected the same day, placed in vtm, and transported via currier to a separate branch lab for testing (platform: perkinelmer) which generated a negative result. The patient was symptomatic. No serious injury, medical intervention or treatment decisions occurred as a result. Customer is performing tests in community organizations (cohort 1: k-12 schools including faculty).

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 171657 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000/ lot 171657 and device part number 195-430h / lot 16791. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Related MFR report numbers: 1221359-2022-02077 through 1221359-2022-02103.